Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Alarm has happened once. Customer troubleshooting help for an axillary iab and gas loss alarm. Esp personnel explained the alarm, potential reasons and troubleshooting techniques if it continues and suggested decreasing the augmentation a bit as this may decrease the frequency of the alarm. There is no blood or visible kink in the helium tubing.

Event description:
User called into emergency support program line to request and report issue during use with intra-aortic balloon (iab) sensation plus 50 cc regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.